Event description:
During patient use, when the ventilator was ventilating under pressure control, the volume delivered was high. The patient was ambu bagged and switched to another ventilator. There was no permanent injury in this case. Later, the distributor found that the poppet assembly surface was rough preventing a smooth connection with the exhalation valve.

Manufacturer narrative:
Although requested, no patient information was provided.